Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. This MDR represents the 3dmax light mesh (device 1). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 2). An additional MDR was submitted to represent the bard flat mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2012 ¿ patient was diagnosed with bilateral direct inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax light (left - device 1), 3dmax mesh (right - device 2) and bard flat mesh (device 3) in lower midline. Per operative notes, ¿bilateral direct inguinal hernia was noted. The hernia sac was noted bilaterally. There was a slight protrusion in midline wall. A large 3dmax light mesh (left ¿ device 1), 3dmax mesh (right - device 2) were placed on each side to cover the defect in inguinal region. Then, another piece of bard flat mesh (device 3) was placed in the midline and anchored to tacks.¿ (B)(6) 2013 ¿ patient was diagnosed with bladder stone with mesh erosion thereby underwent cystolitholapaxy. Per operative notes, ¿the bladder stone material adherent to the mesh (device 1) in left lateral outer aspect of bladder near inguinal canal was lasered off. The mesh eroded through bladder wall was identified.¿ (B)(6) 2013 ¿ patient was diagnosed with mesh erosion into urinary bladder thereby underwent partial cystectomy and explant of mesh (device 1). Per operative notes, ¿bladder was freed off the left inguinal canal. During cystotomy, the mesh densely adherent to sidewall was noted. The area of bladder and mesh erosion (device 1) were excised circumferentially.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent incisional hernia and groin pain thereby underwent open repair with the removal of mesh (device 3) and implant of phasix flat mesh (device 4). Per operative notes, ¿the previously placed mesh (device 3) was removed and the small area in posterior layer was removed and created pockets. The lower abdominal incisional hernia was noted. The phasix flat mesh (device 4) was placed onlay and secured using sutures.¿